Manufacturer narrative:
Carefusion complaint number (B)(4) in the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not state if the unit was on a patient at the time of the incident. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit is alarming "vent inop" and the user interface module encoder only works clockwise. The customer has determined the issue is related to the main board of the user interface module. There is no information if this incident occurred on a patient. Carefusion has requested this information but has not received a response.